Event description:
It didnt hurt me or anything. I didnt choke and or get hurt or anything like that [no adverse event] heads feel loose when on the toothbrush like it doesnt fit - oral-b [device connection issue] very top of the toothbrush head has broken and has come off / fell off inside my mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] . Case narrative: 60 year old male consumer reported via phone that the oral-b pro cross action toothbrush heads felt loose like they did not fit on the oral-b toothbrush handle and the very top of the toothbrush head broke, coming off inside his mouth. He stated that he was not hurt and did not choke, but questioned if the products were fake. No injury was reported. 11-mar-2025 case update: the suspect product lot was 3331b21100. No injury was reported. 10-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
10-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
It didn't hurt me or anything. I didnt choke and or get hurt or anything like that [no adverse event], heads feel loose when on the toothbrush like it doesn't fit - oral-b [device connection issue] very top of the toothbrush head has broken and has come off / fell off inside my mouth - oral-b [device breakage], are these fake? - oral-b [suspected counterfeit product]. Case narrative: 60-year-old male consumer reported via phone that the oral-b pro cross action toothbrush heads felt loose like they did not fit on the oral-b toothbrush handle and the very top of the toothbrush head broke, coming off inside his mouth. He stated that he was not hurt and did not choke, but questioned if the products were fake. No injury was reported.